Event description:
Customer reported a malfunction on the pump, which displayed a malf 9 code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code recurs, and they acknowledged and understood the instructions.